Event description:
Doctor reported peri-implantitis with pain at tooth sites 41, 33.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Brand name unknown / provided. Type of the device unknown / not provided. Additional device information unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H10: additional narrative. After additional information was received on sep 8, 2022, it was determined that only one implant failed due to peri-implantitis. As a result, the prior submission for MFR- 0002023141-2022-02365 submitted on september 9, 2022 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
After additional information was received on sep 8, 2022, it was determined that only one implant failed due to peri-implantitis.